Manufacturer narrative:
Due to character limitation e1 initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the semi-annual maintenance cardiosave intra-aortic balloon pump (iabp) had an issue with pim and fill manifold tests. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: h6 (type of investigation, investigation findings, investigation conclusion, component code) a getinge field service engineer (fse) had found that the pneumatic interface module and the fill manifold test were failing. The fse replaced the helium regulator assembly and the pneumatic interface module. Functional tested without any further failures or issues. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected field - b3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (telephone) g1 (contact person - mfg site), g3, g6, h2, h6 (conclusions, component codes), h11. Corrected fields: b3 (in initial report event date was mentioned incorrectly), h6 (medical device problem code). The following investigation was performed. The failure analysis and testing dept. Received the following parts associated with this complaint. These parts were received with a reported unit failure of pim test and fill manifold is failing. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed pneumatic module assy. Cardiosave test fixture and tested the pneumatic module assy to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. The pim failed the leak differential test with a result of -43 mmhg. The factory specification is +-10mmhg. The pim failed testing. Probable cause is a defective k10, k4 solenoid and or leak in the tubing. The failure analysis and testing dept. Installed, helium reservoir into the cardiosave test fixture and tested the helium reservoir to factory specifications per procedure and the cardiosave service manual. The fat dept. Applied helium to the reservoir and heard a large leak coming from the relief valve on the block of the helium reservoir. The fat dept. Observed that the relief valve screw was loose. The fat dept. Tightened the screw and performed the all manifold test. The helium reservoir passed all testing. The fat dept. Could not replicate the fill manifold failing. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: b4,d9,e1(event site email),g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11 correcetd fields: d5,e1(initial reporter),e2,e3,e4,g4,h6(medical device ¿ problem code). A getinge field service engineer (fse) had found that the pneumatic interface module and the fill manifold test were failing. The fse replaced the helium regulator assembly and the pneumatic interface module. Functional tested without any further failures or issues. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.